Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the pump and transmitter regained connection. No additional patient information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Customer to reset pump to address the issue. No additional patient information was available.